Event description:
It was reported that a 58-year-old female patient (49kg) underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. During an afib case, after left pulmonary vein (lpv) isolation, when three ablations were conducted on right pulmonary vein (rpv), the patients¿ blood pressure dropped. Percutaneous effusion was confirmed, and drainage was performed. Back flow was arterial blood and about 200 cc was drained. Blood pressure decreased during af case, but returned to sinus during drainage, and blood pressure also returned to normal. The procedure was suspended, rpv isolation was not conducted, and patient was transferred to intensive case unit (ICU). Ablation was performed before pericardial effusion or tamponade was identified. Puncture was performed using radiofrequency (rf) needle. There was no evidence of a steam pop. Irrigation catheter¿s flow rate setting was 30w=8ml, 31w =15ml. The physician's opinions on the relationship between the event and the product is that they don't know where it occurred. There was no medical or treatment history or other diseases currently being treated. Additional information received indicating the patient required extended hospitalization because of the adverse event. Transseptal puncture was performed with a rf needle. Prior to noting the cardiac tamponade ablation had already been performed.

Manufacturer narrative:
On 26-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 58-year-old female patient (49kg) underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. During an afib case, after left pulmonary vein (lpv) isolation, when three ablations were conducted on right pulmonary vein (rpv), the patients¿ blood pressure dropped. Percutaneous effusion was confirmed, and drainage was performed. Back flow was arterial blood and about 200 cc was drained. Blood pressure decreased during af case, but returned to sinus during drainage, and blood pressure also returned to normal. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting correctly. The irrigation test failed since the device presented leakage in the handle. The catheter was dissected, and it was found the irrigation tube was broken. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the hole in the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This medwatch report was initially submitted on 22-sep-2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket csh-28330 for additional details. Manufacturer's ref. # (B)(4)